Event description:
Customer's father called to report the passing of his son. The blood glucose reading at the time death was over 1000 mg/dl. Customer was not feeling well and the paramedics were called, customer was transported to hospital. The cause of death was high blood glucose and diabetes. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.